Event description:
The customer reported to olympus that the evis exera iii gastrointestinal videoscope had reduced angulations. The issue was observed during preparation for use, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the bending section cover rubber had foreign material attached, and the adhesive on the bending section cover rubber had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up/down/left/right directions did not meet the standard value, due to clogging of the nozzle the water removal ability did not meet the standard value, due to damage on the channel tube the water tightness was lost, the objective lens had a scratch, the light guide lens had a scratch, the plastic distal end cover had a dent, the up/down and the left/right knobs had play, due to deformation of the lock engagement lever the up/down knob could not be locked securely, the connecting tube had a dent, the image guide protector had a cut, the suction cylinder was shaved, the control unit had a scratch, the suction cover had a scratch, the grip had a scratch, the forceps channel port was shaved, switches 1 and 2 had a cut, the control section had stain, the right/left and the up/down knobs both had a stain, the universal cord had a scratch, the protector of the universal cord on the scope connector side had a scratch, the protector of the universal cord on the scope connector side was shaved, the light guide cover glass had a dent, the scope connector cover unit had a scratch, the plug unit had a scratch, and the scope connector case unit had a scratch. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was attached to the device, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented in accordance with the following IFU: the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.